Event description:
It was reported that impedances greater than 4,000 ohms were measured on ¿most¿ electrodes. It was noted that the implantable neurostimulator (ins) depleted normally. There were no patient symptoms or injuries related to this event but the ins and lead were both replaced. Telemetry strips reported later showed the greater than 4,000 ohm impedances were measured on all electrode pairs except c,0; c,3 and 0,3. Battery results were reported as ¿ok¿. It was later reported that the patient reportedly experienced lack of efficacy from the impedance issue. The patient left the operating room in ¿good¿ condition with a new lead and ins.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (serial (B)(4)) showed no anomaly found. Final analysis of lead model 3889-41 showed lead body conductor broken anchor site unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3889-41, lot# v489302, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.